Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles in the shell and gel, broken shell and others, underweight and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified: broken sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a left side rupture, capsular contracture, baker grade unknown, and late seroma. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of capsular contracture and late seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation were late seroma, capsular contracture, baker grade unknown, and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture, capsular contracture, baker grade unknown, and late seroma. Device has been explanted.